Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. Visual examination of the returned product was performed. The product was found to exhibit signs of repeated use (nicked/gouged) and the base has fractured off. Device was submitted for further analysis. The analysis identified the fracture was consistent with overload failure or low cycle fatigue culminating in the overload failure. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. Complaint is confirmed following analysis of the returned product. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported this impactor pad was broken when inserting a femoral implant using the femoral impactor. There was no patient impact.